Event description:
There was an allegation of questionable hcv results with the cobas® mpx - 192t assay for a cadaveric donor sample tested on the cobas 6800 analyzer. The initial result was reactive for hcv. The repeat result was non-reactive.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The sample was determined to have a low viral titer at or below the assay's limit of detection (lod). This effect is often exacerbated in cadaveric specimens, which are prone to nucleic acid degradation, the presence of pcr inhibitors, and inconsistent viral loads. These factors contribute to stochastic detection or potential non-specific amplification, leading to the lack of reproducibility observed between the two test runs. The investigation did not identify a product problem.